Event description:
This spontaneous report was received on 24-aug-2013, from (B)(6) caucasian male consumer reporting on self from the united states. The consumer did not have any known medical history and he was not taking any concomitant medications. On (B)(6) 2013 the consumer used reach total care dental floss, a twelve inch strip once for flossing teeth (route dental, lot number and expiration date unspecified). On the same day, he noticed that the floss was in a tape like form and it pulled the crown out of his teeth. He did not use the device further. After an unspecified duration, he went to a dentist and had the crown re-cemented back on his teeth. The event resolved after three days. The report was assessed as serious (required intervention) and the company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states. Additional information received on 25-sep-2013 the lot number information and the complaint sample were not available. Without a lot number, the investigation was performed for reach johnson and johnson total care USA family products. A review of the data associated with this complaint revealed no adverse trends. The analysis did not indicate complaint trends for family of reach johnson and johnson total care USA products, hence, disposition was undetermined. Complaint trends would continue to be monitored. This report remains serious. This report remains a non-reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 10-oct-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a male consumer reporting on self from the united states. The consumer did not have any known medical history and he was not taking any concomitant medications. On (B)(6) 2013, the consumer used reach total care dental floss, a twelve inch strip once for flossing teeth (route dental, lot number and expiration date unspecified). On the same day, he noticed that the floss was in a tape like form and it pulled the crown out of his teeth. He did not use the device further. After an unspecified duration, he went to a dentist and had the crown re-cemented back on his teeth. The event resolved after three days. The report was assessed as serious (required intervention) and the company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.